Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited myopotential oversensing. Programming changes were recommended but not yet completed. It is unknown whether this event resulted in any patient consequences.